Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was initially reported by a manager (nos) via a company representative and forwarded by our local affiliate (B)(4). Initial and follow-up information received on (B)(6) 2009 reported by an administrator, respectively were processed together. This case involves a (B)(6) female patient who received poly-l-lactic acid therapy (sculptra) on (B)(6) 2009. During each session poly-l-lactic acid was reconstituted with 5 ml of water and an unknown amount of lidocaine (lignocaine) with 3-4 ml in total injected into her top nasolabial area downwards, nasolabial lines, both sides of her jaw line and the corners of her mouth. The batch number used during the (B)(6) 2009 was from batch 2a8024. The batch used on (B)(6) 2009 is unknown. Relevant medical history and concomitant medication information were not mentioned. The manager reported that on an unknown date, the patient developed lumps. This reporter stated that she thought the lumps were related to poly-l-lactic acid therapy as the patient never had them before. The administrator reported on (B)(6) 2009, that the patient has developed one nodule under he eye and a new nodule on her chin.

Manufacturer narrative:
(B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.